Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 1¿ safestep safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. Microscopic inspection of the sample did not reveal any evidence of damage or leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained >15 seconds hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported "the patient¿s parent called the nurse into the room because they noticed blood on the sheets at this time it was found that the needle was cracked. The crack was found ¿on the mediport tubing at the end near where the blue needleless connector attaches.¿ no harm noted. Needle was removed and new needle placed.

Manufacturer narrative:
(B)(4). The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient¿s parent called the nurse into the room because they noticed blood on the sheets at this time it was found that the needle was cracked. The crack was found ¿on the mediport tubing at the end near where the blue needleless connector attaches.¿ no harm noted. Needle was removed and new needle placed.